Event description:
In (B)(6) 2006, I had essure procedure for birth control. Immediately I started experiencing abdominal pain and my cycles became irregular and when I asked the doctor about it I was told it was due to non-hormonal birth control option, they would regulate over time. Three years later iin 2009, cycles were still irregular and abdominal pain/cramping became the only norm. Cycles were 12-14 days some months and sometimes a normal length but then a few days of spotting in between. I went to the doctor who suggested that I try birth control pills to help regulate a tampon and a pad. On at least 2 occasions I had to leave work to go home and change into clean clothes. I was told I had to give it time for the pills to work. After 3-4 months I stopped taking the pills and dealt with it until 2014 when I brought it up to the doctor during a physical. This doctor referred me to an ob/gyn who ordered an ultrasound. It was determined that I had developed a cyst and endometriosis. I had surgery on (B)(6) 2014 to remove 2 cysts and ablation of the uterus. My cycles are still irregular, lengthy and usually heavy, I asked the doctor about it again in (B)(6) 2014 after the surgery and she told me they would regulate, just give it time. Here I am 2 years later, still having irregularities in the periods which, in the past 4 months they have been 6 weeks apart. I went in for a physical/pap and expressed my continuing concerns. During the exam, I experienced lower right quadrant pain and the nurse practitioner felt something out of the ordinary so she ordered an ultrasound which I had on (B)(6) 2016 which found another cyst. I have a f/u ultrasound scheduled for (B)(6) 2016 and a consultation with a surgeon on (B)(6) 2016. During this entire time I have also had headaches on a daily basis. Only once or twice were they debilitating but there is almost always a low grade headache, occasionally with blurred vision.